Event description:
During evaluation of a returned homechoice device, a high drain alarm 105 was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on 03 apr 2014 at 06:16:15. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.